Event description:
It was reported that one day post implant, periods of undersensed r-waves and of double-counted r-waves were noted in an episode captured by the recorder. The device was removed and a pacemaker and leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.